Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported an unspecified amount of tampons fell apart upon removal. No further details were provided regarding consumer's use of the product or outcome.